Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. It was reported that the device was prepared inside of the anatomy. It should be noted that the preparation for use section of the japan nc trek coronary dilatation catheter instructions for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was treating a moderately tortuous, moderately calcified, eccentric, 99% stenosed lesion in the proximal circumflex coronary artery. During pre-dilatation, the 3.25x12mm nc trek balloon dilatation catheter was prepared inside the patient anatomy and was then advanced to the lesion and inflated; however, the balloon ruptured at 14 atmospheres during the first inflation. The device was removed and a 3.25x12mm non-abbott balloon was used to successfully continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.